Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one biological residue was lodged in jaws of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure.the root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter while closing the vaginal cuff in a lap hysterectomy procedure, the needle broke and fell into the patient cavity, but it was immediately retrieved. The device was also difficult to toggle and unload. There was no patient harm. No x-ray was required. Another device was opened to complete the case. Current patient status is alive with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.